Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection shows a returned device which was received deployed and disassembled. The implant is detached. The returned instrument is a single use device and it is disassembled so it could not be functional tested. The complaint was not verified as the reported issue could not be duplicated. The root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) bone quality. (2) drilled bone hole size. Poor bone quality or oversized drilled bone hole can result in damage to the device and device failure. (3) using excessive force during the procedure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a mpfl procedure, drilling was repeated and the anchor was inserted, but the anchor could not be inserted completely. When inserting the anchor and gently tapping it with a hammer, the anchor was fixed. The metal piece(1.8 mm x 2.0 mm) was noticed by image. The metal piece was removed by using endobutton drill from the patient. After removing the broken piece, the part of anchor and suture was found from the metal piece. Surgeon completed the operation with a q-fix 2.8 mm anchor. 40 minutes delay was reported.